Manufacturer narrative:
A device was returned 23jan2020 from the same user facility and describing the same failure mode as that contained in this medwatch report. This device was thus used as a representative device for the investigation into this event. On inspection of the representative device, no separation or other visible damage was noted during visual inspection. The wire had a wavy appearance, but both welds were present. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was any medical or surgical intervention taken as a result of the device failure. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or product malfunction. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. It is unknown if the device will be returned. (B)(6). PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported via medwatch (B)(4), during an angiography procedure, a cook curved tefcor movable core wire guide separated while inside the patient. This event is reported under patient identifier (B)(6). Per a staff member in the room, the same type of event occurred with an unspecified device "on one other occasion"; the event associated with that statement is the subject of this report, using patient identifier (B)(6). There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event.